Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the device failed in soluscope machine with a "blocked auxiliary channel" error during reprocessing involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.